Event description:
The product was used during a lap nissen procedure. Reportedly, the instrument fell apart. No pt injury reported.

Manufacturer narrative:
1/15/1998-supplemental report #1 submitted to FDA. The reported condition is confirmed. Quality assurance is unable to reliably determine the cause of the difficulty as the entire instrument was not returned for evaluation.